Event description:
New information received indicates that prior to high impedance measurements, this lead exhibited low out of range impedances. It is believe that this lead is fractured.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedances. The lead was electrically deactivated however remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.